Manufacturer narrative:
(B)(4) review of the patient ecog and impedance data are suggestive of a potential lead break.

Event description:
In (B)(6) 2024, artifact and high impedance was observed on the patients right mesial temporal depth lead (secured with dog bone with lead protection, orthogonal approach). The patient did not report any falls or accidents. Programming changes were made in (B)(6) 2024. On (B)(6) 2026 the lead was explanted and replaced.